Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with ¿concealed damage¿. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional info/correction: after further review of the information provided, this complaint is deemed not reportable. The "concealed damage" was referring to damaged packaging and is not reportable.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with ¿concealed damage¿ on the packaging. There was no report of injury or further medical intervention.